Event description:
A report was received the pt's pocket site was not healing well and the pt was put on antibiotics. The pt was on prednisone for a non device related medical condition which the physician felt prolonged healing. The physician re-evaluated the pt's wound and decided to explant the precision system due to a suspected infection at the neck and pocket site, and was prescribed add'l antibiotics. The pt was reportedly healing well following the procedure.

Manufacturer narrative:
A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records found them to be satisfactory. This is a final report.